Event description:
Report of adverse event information about a device that was not manufactured or importedby the (B)(6) group. How it failed? Did not integrate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).